Event description:
It was reported the customer received a motor error alarm during a basal delivery. It was also found the customer had a motor position encoder error alarm on their insulin pump. The customer's mother stated their insulin pump went blank after receiving the motor position encoder error alarm. Customer's blood glucose was 206 mg/dl. The customer could not recall any significant events leading to the alarm. Customer's mother also stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirm error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.